Event description:
(B)(6) 2024 (B)(4) (rep, hcp, for): healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was defective. During surgery, the surgeon introduced the needle into the foramen s3 and then, stimulated with the stimulation cable. They then obtained the normal response. Then they introduced the lead but could not get a response while stimulating the 4 pads of the lead. The surgeon tried again with the needle, ok; then re-introduced the lead but again no response. They changed the ankle pad, then change the external neuromodulator, and rebooted the handset. They also wiped well the lead and tested many times, repositioning up or down the lead but never obtained any response on any pad of the lead. They finally opened a new "lead kit" and it worked well when they introduced the lead into the foramen. Surgeon was able to obtain the correct response on the 4 pads of the lead. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned lead lot# va2xvxa was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a break in the insulation under connector 1 and 2 at the proximal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.